Event description:
A us distributor returned electrode belt sn (B)(4) indicating that it could not secure with a test monitor.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (belt connector latch does not secure) was confirmed. As received, the belt would not communicate with a monitor. Upon eval, pin 12 in the trunk cable connector was bent, preventing proper contact with the monitor connector. The cause of the inability to communicate is the bent pin. The root cause of the bent pin cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged connector.